Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e3: reporter is a j&j sales representative. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the connecscr short was found broken from the threaded tip. The broken fragment was not returned for examination. No other issues were observed, therefore, the reported condition can be confirmed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the connecscr short would contribute to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part number: 338.200 lot number: 78p5094 manufacturing site: haegendorf release to warehouse date: 5th january 2021 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that postoperatively on (B)(6) 2024 the devices were damaged/ broken, thread snapped off following their use. No further information is provided. This report is for one (1) dhs/dcs coupling screw this is report 2 of 3 for complaint (B)(4).